Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ left is external to the uterine cavity fallopian tube and may be embedded within the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone, naproxen and norethisterone (jolivette-28). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("left is external to the uterine cavity fallopian tube and may be embedded within the myometrium"), pelvic pain ("pain/pelvic pain/chronic"), abdominal pain ("severe and constant abdominal pain"), oligomenorrhoea ("prolonged menstrual cycles"), dysmenorrhoea ("painful menstrual cycles"), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("severe cramping"), back pain ("chronic back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, oligomenorrhoea, dysmenorrhoea, menstruation irregular, abdominal pain lower, back pain, menorrhagia, psychological trauma, bladder disorder, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device expulsion, dysmenorrhoea, embedded device, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, nausea, oligomenorrhoea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for psych injury, bladder probs., vaginal discharge, pain. The patient reported that she was unable to afford essure removal surgery. Discrepancy noted in essure implant date (B)(6) 2013 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded)/migration of essure device. The essure device on the left is external to the uterine cavity fallopian tube and may be embedded within the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ left is external to the uterine cavity fallopian tube and may be embedded within the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone, naproxen and norethisterone (jolivette-28). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("left is external to the uterine cavity fallopian tube and may be embedded within the myometrium"), pelvic pain ("pain/pelvic pain/chronic"), abdominal pain ("severe and constant abdominal pain"), oligomenorrhoea ("prolonged menstrual cycles"), dysmenorrhoea ("painful menstural cycles"), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("severe cramping"), back pain ("chronic back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, oligomenorrhoea, dysmenorrhoea, menstruation irregular, abdominal pain lower, back pain, menorrhagia, psychological trauma, bladder disorder, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device expulsion, dysmenorrhoea, embedded device, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, nausea, oligomenorrhoea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for psych injury, bladder probs., vaginal discharge, pain the patient reported that she was unable to afford essure removal surgery. Discrepancy noted in essure implant date (B)(6) 2013 and (B)(6) 2013. There were 4 coils visible in the uterine cavity at the tubal ostia on the right. Again the left tubal ostia were visualized and only one coil could be seen at the opening of ostia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded)/migration of essure device. The essure device on the left is external to the uterine cavity fallopian tube and may be embedded within the myometrium. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: medical record received. Reporters information and rcc were added. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('pain/pelvic pain/chronic') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), abdominal pain ("severe and constant abdominal pain"), oligomenorrhoea ("prolonged menstrual cycles"), dysmenorrhoea ("painful menstrual cycles"), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("severe cramping"), back pain ("chronic back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, abdominal pain, oligomenorrhoea, dysmenorrhoea, menstruation irregular, abdominal pain lower, back pain, menorrhagia, psychological trauma, bladder disorder, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, nausea, oligomenorrhoea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for psych injury, bladder probs., vaginal discharge, pain. The patient reported that she was unable to afford essure removal surgery. Most recent follow-up information incorporated above includes: on 09/12/2019: pfs received. Reporter information updated. Case became incident. Previously reported event injury is replaced with new events: back pain, menorrhagia (heavy menstrual bleeding), psych injury, migration, bladder probs., vaginal discharge, fatigue, dental problems., hormonal changes, nausea, weight gain. Lab. Data added. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration/ left is external to the uterine cavity fallopian tube and may be embedded within the myometrium') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included hydrocodone, naproxen and norethisterone (jolivette-28). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant), device expulsion ("left is external to the uterine cavity fallopian tube and may be embedded within the myometrium"), pelvic pain ("pain/pelvic pain/chronic"), abdominal pain ("severe and constant abdominal pain"), oligomenorrhoea ("prolonged menstrual cycles"), dysmenorrhoea ("painful "menstrual" cycles"), menstruation irregular ("irregular menstrual cycles"), abdominal pain lower ("severe cramping"), back pain ("chronic back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the embedded device, device expulsion, pelvic pain, abdominal pain, oligomenorrhoea, dysmenorrhoea, menstruation irregular, abdominal pain lower, back pain, menorrhagia, psychological trauma, bladder disorder, vaginal discharge, fatigue, tooth disorder, hormone level abnormal, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device expulsion, dysmenorrhoea, embedded device, fatigue, hormone level abnormal, menorrhagia, menstruation irregular, nausea, oligomenorrhoea, pelvic pain, psychological trauma, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for psych injury, bladder probs., vaginal discharge, pain the patient reported that she was unable to afford essure removal surgery. Discrepancy noted in essure implant date (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: unilateral occlusion (right tube occluded)/migration of essure device. The essure device on the left is external to the uterine cavity fallopian tube and may be embedded within the myometrium. Most recent follow-up information incorporated above includes: on 2-mar-2020: plaintiff fact sheet received. Event device dislocation was split and recoded to device embedded and device expulsion. Laboratory data and concomitant drugs were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.